Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver charges and boot up: passed. A pairing test was performed with a known good transmitter and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded data log did not confirm the reported event of loss of connection. During the patient's 1st and 2nd attempt to pair the rx unit sn (B)(4) with tx unit (B)(4), rx and tx unit had a transmitter error alarm. The customer allegation was not found

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. The complaint confirmation of the reported loss of connection could not be determined. A probable cause could not be determined.